Event description:
Nurse went to spike unit of blood. Tubing fell away from spike chamber after bag was spiked. Blood spilled down the IV pole, the nurse's scrubs, and IV pump.====================== health professional's impression======================faulty administration tubing, perhaps lot number, since this has occurred twice, that we are aware of.====================== manufacturer response for blood administration tubing set, (brand not provided)======================unknown